Event description:
It was later reported that there were no further updates. The patient had not scheduled an appointment with doctor.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008: product type lead; product ID 37746, serial# (B)(4): product type programmer; patient product ID 37754, serial# (B)(4): product type recharger. (B)(4).

Event description:
It was reported that post operation impedances were high and that all electrodes were greater than 10,000 ohms. It was noted that the battery was replaced on (B)(6) 2013 and a post op visit 13 days later discovered the high impedances. No patient injury was reported. It was further noted that reprogramming was attempted. Additional information received reported that reprograming did not resolve the issue. It was noted that the patient had an appointment to discuss revision surgery and replacement of lead. It was further noted that the appointment date was unknown.

Event description:
Follow up information received reported that the patient had been scheduled for revision surgery for (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was going to have a revision on monday and a new system was going to be implanted. Additional information received reported that the physician decided against a new system because the patient was pre-authorized for a lead revision only. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead was removed and that it had migrated. It was noted that the lead was replaced and got good coverage of the left arm and hand. It was noted that the patient had not been seen post op yet but that he had good coverage on the table. It was further noted that his pain was primarily on the left side.